Event description:
During the implant procedure, it was noted that the set screw was damaged and could not be tightened. The device was exchanged and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection revealed no anomalies. Evaluation of the device header revealed no anomalies with the right ventricular set screw or connector block. Further analysis revealed no issue with tightening or loosening the right ventricular set screw. Electrical and mechanical analysis revealed no anomalies and determined the device was above elective replacement battery levels and exhibited normal characteristics. Based on the device analysis, the cause of the reported incident could not be conclusively determined.